Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during pta procedure below knee, the distal tip of the recanalization catheter allegedly detached and remained in the vessel. It was further reported that multiple attempts were made to remove the detached tip with a snare device and two guidewires with unsuccessful results. Reportedly, the distal tip remains embedded in the plaque and blood flow in the planter artery was confirmed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser recanalization catheter products that are cleared in the us. The 510 k number and pro code for the crosser recanalization catheter products are identified. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser catheter was returned for evaluation. The distal tip of the device was not returned for evaluation. The outer catheter of the returned device was noted to be perforated. The outer catheter was removed in this area and the inner guidewire lumen was noted to also be perforated. Therefore, based on the returned sample, the investigation can be confirmed for the alleged detachment of the distal tip. The investigation is also confirmed for material puncture, as the outer catheter and inner guidewire lumen was noted to perforated. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during pta procedure below knee, the distal tip of the recanalization catheter allegedly detached and remained in the vessel. It was further reported that multiple attempts were made to remove the detached tip with a snare device and two guidewires with unsuccessful results. Reportedly, the distal tip remains embedded in the plaque and blood flow in the planter artery was confirmed. There was no reported patient injury.